Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were false episodes of asystole on the day of implant of the diagnostic monitor. The implantable monitor remains in use. No patient complications have been reported as a result of this event.